Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during vitrectomy, the posterior capsule was ruptured. Anterior vitrectomy was performed with glucocorticoid. Iol was implanted in bag but was not stable. The iol was removed and alternate lens was used. Additional information has been requested and received stated that the patient was recovered with sequel.

Manufacturer narrative:
The product was returned for analysis and the reported complaint couldn't be confirmed. Additional observations were as follows: the device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. Tip of the plunger has been broken / torn off. This may have happened during the return of the device as the device was received loose in the carton. The lens is returned adhered to the device with an adhesive tape. Lens removal from the adhesive tape is not possible. No evaluation on the lens can be performed. No root cause identified as the reported complaint "posterior capsule rupture" couldn't be confirmed from the returned sample. Iol evaluation could not be performed due to the state of the returned sample. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed product damage would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).